Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient complains of pain under midline incision, where the anchors are located. Pain has not changed since surgery, 2 months ago. She stated she can't live with that pain. The stimulator is helping with her left foot pain, blocking 70% of her typical pain. The hcp is planning on doing a lead revision, entering lower and still advancing to t10 for left foot pain. He will remove current leads and plan to implant one new perc lead for left foot. He is also planning on doing a pocket revision, from left low back to right low back.